Manufacturer narrative:
Conclusion: it is unlikely that the high gradient / stenosis was due to any potential manufacturing issue, as the valve was implanted for over 9 years. Without the return of the valve for analysis, a root cause of the high gradient / stenosis cannot be determined.

Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that nine years post implant of this bioprosthetic pulmonary valved conduit, this valved conduit was replaced valve-in-valve with a medtronic transcatheter pulmonary bioprosthetic valve due to stenosis of the valved conduit. Gradients were measured at 60 mmhg prior to the replacement procedure, and the patient presented with shortness of breath and chest pains with activity. No adverse patient effects were reported due to the replacement procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.